Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. Physician noted 20pt difference in mean arterial pressure (map) on the impella vs the patient¿s arterial line (a-line). Current art line not drawing, the team planned to replace and reassess. No further information was provided.

Manufacturer narrative:
The initial reporter stated the pump was disposed of and will not be returned for evaluation.

Manufacturer narrative:
Placement signal issue: the cause of the placement signal issue was unable to be determined as limited clinical details were provided and no product or data logs were returned for review.